Manufacturer narrative:
Evaluation summary: one lf1937 was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top moving jaw overmold was damaged at the tip. The was no missing piece on the damaged overmold. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, diagnostic laparoscopy, the jaw chipped, nothing fell into the patient's cavity. There was no patient injury